Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.75 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. First inflation is at 10 atm for 20 seconds, during the second inflation, the balloon burst at 10 atm for 20 seconds. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the condition of the patient post procedure was good.